Event description:
Clinical study. Same patient as 2134265-2008-03655 it was reported that during a coronary stenting treatment procedure, there was balloon withdrawal resistance. The target lesion was a 2.5mm, 65% stenosed, 8mm long portion of the distal right coronary artery (dist rca) that was mildly calcified. The physician treated the lesion with predilatation using a 2.0x12mm maverick balloon and successful placement of a taxus liberte' 2.50x12mm study stent. There was balloon withdrawal resistance, which caused deep intubation of the guide down to the mid rca. This was removed intact. Then the physician placed a 2.50x20mm taxus liberte' study stent overlapping the previously placed stent. There was balloon withdrawal resistance experienced. No extra or unusual manoeuvres were required to get the balloon out. This resolved without treatment and removed intact. There were no other complications or injury to the patient. The procedure was completed and the patient discharged the next day on aspirin and plavix.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. Root cause is unknown. Product unavailable for analysis.